Event description:
Medtronic received information that during the implant of this temporary pacing wire, the surgeon took too large of a tissue bite with the needle, causing the needle to become completely embedded in the patient's ventricle. While the surgeon was attempting to back the needle out, by pulling on the lead body, the lead broke away from the needle. As a result, the needle could not be removed from the ventricular wall. The surgeon thought that attempting to extract the needle would result in more damage than leaving the needle in place and was confident it would not migrate. Therefore, the needle was left embedded in the myocardium. No post operative adverse patient effects were reported.

Manufacturer narrative:
Device history reviewed. Device history review found the product met specifications when released for distribution. Cause of event related to user context. Analysis: no product was returned. Conclusion: the device history record was reviewed, and showed that this product met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. Without the return of the product for evaluation, no conclusions can be drawn regarding the product performance. Product labeling contains sufficient instructions for the user, including product illustrations for the proper use of the device, as per its labeled indications.